Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4074 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had increased threshold from implant. The ra lead was reprogrammed and remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.